Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# (B)(4), awareness date 27-oct-2015). It refers to a female consumer in united states who had essure inserted in 2012. Additional information was received on 01-nov-2015 (case# (B)(4)). She has been in so much pain on a daily basis, so many problems with pelvic pain, back pain, so much pain during intercourse, migraines, dizziness, 2 to 3 weeks periods and she bled so heavy during those days she passed out and was unable to get out of bed. She unable to play with her children or to do anything with them due to the pain she was in daily. She was also experiencing joint pains constantly, numbness in her limbs, cold like she had anemia, hair loss, and constant utis (interpreted as urinary tract infection). Ultrasound was performed and showed masses in her uterus. She was shocked by the masses that were found in her uterus since she has never had a health problem until essure. She was going to the doctor to try to get a hysterectomy to fix what essure has ruined. Product technical complaint investigation result was received on 22-dec-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Legal claim received on 22-aug-2016. On (B)(6) 2012 essure was inserted for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, pain during intercourse, excessive weight gain, dental problems and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2015, hysterectomy was done to remove coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 2 to 3 weeks periods and bleed so heavy during those days and chronic pelvic pain. She underwent a hysterectomy 3 years and 4 months after essure insertion. These events are listed in the reference safety information for essure. Change in menstrual patterns and pelvic pain may occur under essure use. Thus, based on an implied positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between both events and essure inserts was assessed as related. This case is regarded as incident since device removal was required (implied). Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 10-oct-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddrallt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 2 to 3 weeks periods and bleed so heavy during those days and chronic pelvic pain. She underwent a hysterectomy 3 years and 4 months after essure insertion. These events are listed in the reference safety information for essure. Change in menstrual patterns and pelvic pain may occur under essure use. Thus, based on an implied positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between both events and essure inserts was assessed as related. This case is regarded as incident since device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1921) on 27-oct-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') and menorrhagia ('have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), chest pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin disorder ("bumps, all over my scalp"), toothache ("teeth problem-more pain after removal"), neuralgia ("nerve pain"), tooth fracture ("broken teeth") and hyperaesthesia teeth ("tooth sensitivity"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, toothache and hyperaesthesia teeth had not resolved and the menorrhagia, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, skin swelling, chest pain, skin disorder, neuralgia and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, chest pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, neuralgia, pelvic discomfort, pelvic pain, skin disorder, skin swelling, syncope, tooth disorder, tooth fracture, toothache, urinary tract infection and uterine mass to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: skin disorder, event outcome and event my mouth was in constant, nerve pain and were there are broken teeth. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddrallt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2019: content from plaintiff sheet, reported by social media, event outcome and event my mouth was in constant, nerve pain and were there are broken teeth were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding"), abortion spontaneous ("I had miscarriage"), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), chest pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin disorder ("bumps, all over my scalp"), toothache ("teeth problem-more pain after removal"), neuralgia ("nerve pain"), tooth fracture ("broken teeth") and hyperaesthesia teeth ("tooth sensitivity") and was found to have a pregnancy with contraceptive device ("I had miscarriage"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, toothache and hyperaesthesia teeth had not resolved and the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, skin swelling, chest pain, skin disorder, neuralgia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, arthralgia, back pain, chest pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, neuralgia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, skin disorder, skin swelling, syncope, tooth disorder, tooth fracture, toothache, urinary tract infection and uterine mass to be related to essure. The reporter commented: patient experienced another two pregnancies with essure which are captured under case numbers (B)(4) respectively. Concerning the injuries reported in this case, the following one was reported via social media: skin disorder, event outcome and event my mouth was in constant, nerve pain and were there are broken teeth. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddrallt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: content from plaintiff fact sheet social media received. Event pregnancy ,miscarriage & device ineffective was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding"), abortion spontaneous ("I had miscarrige"), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), chest pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin disorder ("bumps, all over my scalp"), toothache ("teeth problem-more pain after removal"), neuralgia ("nerve pain"), tooth fracture ("broken teeth") and hyperaesthesia teeth ("tooth sensitivity") and was found to have a pregnancy with contraceptive device ("I had miscarrige"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, toothache and hyperaesthesia teeth had not resolved and the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, skin swelling, chest pain, skin disorder, neuralgia and tooth fracture outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, arthralgia, back pain, chest pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, neuralgia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, skin disorder, skin swelling, syncope, tooth disorder, tooth fracture, toothache, urinary tract infection and uterine mass to be related to essure. The reporter commented: patient experienced another two pregnancies with essure which are captured under case numbers (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6) 2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') and abortion spontaneous ('I had miscarrige') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding"), abortion spontaneous (seriousness criterion medically significant), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), chest pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin disorder ("bumps, all over my scalp"), toothache ("teeth problem-more pain after removal"), neuralgia ("nerve pain"), tooth fracture ("broken teeth") and hyperaesthesia teeth ("tooth sensitivity") and was found to have a pregnancy with contraceptive device ("I had miscarrige"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, skin swelling, chest pain, skin disorder, neuralgia and tooth fracture outcome was unknown and the toothache and hyperaesthesia teeth had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, alopecia, arthralgia, back pain, chest pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, neuralgia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, skin disorder, skin swelling, syncope, tooth disorder, tooth fracture, toothache, urinary tract infection and uterine mass to be related to essure. The reporter commented: patient experienced another two pregnancies with essure which are captured under case numbers (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Reporter were added. Event-pelvic pain outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1921) on 27-oct-2015. The most recent information was received on 08-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / chronic pelvic pain") and menorrhagia ("have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)") and pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, swelling and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hypoaesthesia, menorrhagia, migraine, pain, pelvic discomfort, pelvic pain, swelling, syncope, tooth disorder, urinary tract infection and uterine mass to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media case. Reporter was added. Bruise, swelling and pain upon movement were added as events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1921) on 27-oct-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / chronic pelvic pain") and menorrhagia ("have 2 to 3 weeks periods and I bleed so heavy during those days / heavy menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), uterine mass ("ultrasound and found masses in my uterus"), back pain ("back pain"), dyspareunia ("so much pain during intercourse"), arthralgia ("been having joint pains constantly"), urinary tract infection ("constant uti's"), alopecia ("hair loss"), hypoaesthesia ("numbness in my limbs,"), migraine ("migraines,"), dizziness ("dizziness"), feeling cold ("cold like I had anemia"), syncope ("passed out during the heavy menstrual period"), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), contusion ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), skin swelling ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)"), chest pain ("small bruise under my left rib and it's kinda swollen and moves and painful to the touch (event spliited for coding)") and skin disorder ("bumps, all over my scalp"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, uterine mass, back pain, dyspareunia, arthralgia, urinary tract infection, alopecia, hypoaesthesia, migraine, dizziness, feeling cold, syncope, pelvic discomfort, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, fatigue, contusion, skin swelling, chest pain and skin disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, chest pain, contusion, dizziness, dyspareunia, fatigue, feeling cold, hypoaesthesia, menorrhagia, migraine, pelvic discomfort, pelvic pain, skin disorder, skin swelling, syncope, tooth disorder, urinary tract infection and uterine mass to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: skin disorder. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddrallt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: information received from social media: reporter information updated. Event skin disorder was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.